Event description:
A physician reported a certas valve (ID 828810) was implanted via ventriculoperitoneal (v-p) shunt on unknown date and unknown setting. The patient presented to the hospital with headache and ventricular enlargement was observed. Due to suspicion of obstruction, the valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 3875079, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 200 mmh2o. The valve was visually inspected and no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - the reported complaint could not be confirmed. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.